Event description:
It was reported that this lead was an attempted implant. During the procedure the lead required repositioning and subsequently, the pace impedance measured approximately 2,000 ohms. When the physician attempted to remove the lead from the patient the lead helix filed to retract. The lead was forcefully removed (no patient complications) and exchanged for a lead of another model to complete the procedure. The lead is expected to be returned.